Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit . The technician troubleshot the device and could read a flow rate of 0.2l/min. The tank was filled and tested. All tests passed. After the diagnostic test the problem cae back intermittently. The flow was validated correctly with an external flow meter when the problem was present. The technician replaced the "flow sensor" and tested the device and performed a second diagnostic test. All tests were performed successfully. The device was cleared for clinical use. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
Ref.: # (B)(4). Customer ref.: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(6). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
The customer stated that the hcu40 displayed a "water flow too low" alarm. There were no patient involved the incident occurred during priming. (B)(4).